Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent additional information requested and received: can you please confirm the correct surgical procedure date. The date of the procedure was (B)(6). Can you also clarify whether both devices had the issue of not being able to be opened? Or was it only the first device that was used that had this issue of not being able to be opened? If yes, did the device (devices) jaws eventually open? If yes, how were they opened? Only the initial device had the issue with the jaws not opening. The second device opened and worked as expected, allowing the procedure to be completed. At the end of the procedure, once the patient had left the theatre I had a look at the device. Initially I could not open it myself but after forcefully trying multiple times I managed to open the jaws. Unfortunately, as mentioned before, the device was needed for a vital part of a live donor nephrectomy, and at the time of this incident the consultant did not have time to waste. Both the consultant and scrub nurse have previous experience with this product and neither of them could open the jaws when they needed to.

Event description:
It was reported that prior to an unknown procedure that the consultant and scrub nurse tried to open and reload the jaws of the stapler at a vital moment during the procedure. Both were unable to open the jaws and both have previous experience with the product. The correct steps for use were followed and due to the importance of this part of the procedure being completed within a specific time frame, a new like device was opened, which was used and performed in a suitable manner. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p55y38. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.